Event description:
The consumer reported that his entire device system was removed due to infection; it was removed shortly after it was implanted. Follow-up has been attempted for more information about the infection, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.